Manufacturer narrative:
(B)(4). An investigation is in process. A follow up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The complaint text was reviewed and indicated that the field service engineer (fse) was not wearing protective equipment for the face and eyes. The architect system operation manual was reviewed and was found to contain adequate information on biological hazards. In addition the architect c8000 system service and support manual provides precautions for the field service personnel when dealing with potential biological hazards. A complaint review was performed and no adverse trends were identified for the issue. Based on the available information and this evaluation, no deficiency was identified.

Event description:
An abbott field service engineer (fse) stated that he was checking the vacuum pumps and cuvette washer mechanism on the architect c8000 analyzer. While he was removing the cuvette washer pump tubing an unexpected pressure occurred and waste liquid splashed into his face and eyes. The fse cleaned his face with antimicrobial soap and washed his eyes with tap water. The fse was wearing gloves and a lab coat but not protective eyewear. The fse ran hepatitis markers on himself.